Manufacturer narrative:
The t:slim x2 pump user guide instructs the user to remove any residual air from the cartridge. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received a minimum fill notification after loading a cartridge with 150 units of insulin. Reportedly, the customer did not remove the air from the cartridge prior to filling. The customer's blood glucose level was 279 (mg/dl). Tandem technical support assisted the customer with completing the load process and a new cartridge was loaded onto the pump successfully.